Manufacturer narrative:
FDA 3500a section device manufacturers only, type of reportable, h1: type of report changed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and recommendations. Additional information provided by sales representative explained this device has not yet been explanted. Nothing further planned for the patient until routine follow up on dec 3rd. After follow up, the hospital have decided not to explant this device due to patient condition. Patient will be on follow up in latitude monitor system at short intervals. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Event description:
"It was reported that this pacemaker's battery appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and recommendations. This device was then successfully replaced. No additional adverse patient effects were reported.